Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic rectum case, the device jaws could not be re-opened while applied to tissue. The surgeon manually re-opened the jaws with no tissue damage or patient injury. Another device of the same type was opened and used to successfully complete the case.

Manufacturer narrative:
(B)(4). Date of follow-up report : 04/05/2016. One used lf5544 was received for evaluation. Visual inspection found the knife trapped and contained within the jaws. The customer reported that the jaws did not open in the middle of the procedure. The reported condition was confirmed. The investigation found the device to function normally and within specifications. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. The knife was trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. The investigation identified the root cause of the reported event to be user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. Do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding feature, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.